Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 503 mg/dl. Customer replaced the battery and advised the insulin pump continued to alarm. Customer advised they were stuck in the rewind menu and pressed the act button instead of the esc button. Customer was able to get to the proper menu and their alarm history showed low battery, bad battery and motor error alarm. Customer declined to troubleshoot neither the insulin pump nor their high blood glucose levels.